Event description:
It was reported that, on (b)(6) 2026, the Pod experienced a communication error with the Omnipod controller during activation, preventing the Pod from activating successfully. The patient reported receiving an error message indicating that the Pod could not be detected. The communication error persisted despite attempts with four different Pods, resulting in hyperglycemia. The four additional Pod complaints were documented under internal Insulet reference numbers (b)(4) . The patient developed symptoms including elevated ketone levels and vomiting, prompting them to seek medical attention. They presented to Hôpitaux Universitaires de Genève, where they were treated with insulin. The medical visit lasted approximately 3-4 hours, and the patient was released the same day.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 3.1.2-p001Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: L2+.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.